Event description:
A customer reported an event of a burning smell (odor) emitting from the sterrad 100nx. There was no report of human reaction. The unit was unplugged and an asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2012.

Manufacturer narrative:
Per the investigation, this odor/smells complaint was the result of a non-vacuum system vapor related odor. Upon return, it was found that the vacuum control valve had two burned wires. As a result, this complaint is deemed not reportable because there is no serious injury trigger related to electrical components in sterrad® sterilizers to report a malfunction.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. The ac enclosure assembly and vacuum control valve were replaced. Unit meets specifications and returned to service on (B)(4) 2012.